Event description:
It was reported that the balloon was fractured. The target lesion was located in the coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon was fractured. The balloon was simply pulled out and completely removed from the patient's body and the procedure was completed with a different device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination found the hypotube to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the delivery system. No kinks or damage was found to the shaft of the returned device. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit, but the balloon could not be inflated due to the presence of solidified media within the inflation lumen. A microscopic examination identified a balloon pinhole located approximately 1mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon was fractured. The target lesion was located in the coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon was fractured. The balloon was simply pulled out and completely removed from the patient's body and the procedure was completed with a different device. No complications reported and patient was stable post procedure.